Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation. Lens was repositioned but that did not resolve the problem. The lens was exchanged for a spherical lens and the problem was resolved. The cause of the event was unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H3 - device evaluation: lens was returned in a dry microcentrifuge vial with residue/debris on product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).